Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a mrsa infection post implantation surgery. The wound never healed. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. This is a final report.

Event description:
The device was explanted on 08.feb.2023 due to a mrsa infection. There were no allegations against the device. Reportedly, the skin never fully healed after re-implantation and was not intact before device removal.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was reimplanted in (B)(6) 2023 because the previous device was damaged during a middle ear surgery, and the new device was explanted due to a mrsa infection on (B)(6)2023. More information has been requested.